Event description:
It has been reported that the stretcher is popping out of the steer mode while in use. There was no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
Evaluation result: carriage roller guide.